Manufacturer narrative:
The customer¿s report that zosyn infused in one hour instead of over four hours was not confirmed. The log analysis showed that at 3:10am on (B)(6) 2017 a secondary infusion was programmed with a drug concentration of 4.5 grams/100ml, rate at 25ml/h and the vtbi at 100ml. The data set was not received; therefore the medication programmed could not be confirmed. A user terminated the infusion at 3:46am. The cause for the early termination could not be determined. The pump module was not returned for investigation. The primary and secondary set were tested and inspected and no malfunctions were identified. Rate accuracy testing with the sets was found to be within specification and there were no observations of leaks or back check valve failure. The root cause of the reported overinfusion was not identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a 100 cc bag of zosyn was infusing at a rate of 25 cc/hour over 4 hours with the pump programming verified by two registered nurses. The entire 100 cc bag of medication infused in one hour instead of over four hours as programmed. There was no patient harm.